Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer stated that the screen of the intra-aortic balloon pump (iabp) freezes. The customer was unsure of when the issue was discovered and had no additional event details. No adverse event reported. No patient injury or harm reported.

Manufacturer narrative:
09/20/2017 10:11 am (gmt-4:00) added by (B)(4) (pid-(B)(4)):the company service territory manager reported that the facility cancelled the service call as they attributed the event to operator error.

Event description:
The customer stated that the screen of the intra-aortic balloon pump (iabp) freezes. The customer was unsure of when the issue was discovered and had no additional event details. No adverse event reported. No patient injury or harm reported.